Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported high erroneous ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. The results were not reported out of the laboratory. There was no change to patient treatment in association with this event.